Event description:
Pt stated that the lead on the top right was shocking her. The incident occurred one day after receiving the device.

Manufacturer narrative:
Device was returned on (B)(4) 2010 and in house preliminary testing has not been performed. Associated accessory for device: act cell phone monitor, model # com001, serial # (B)(4).